Event description:
It was reported that a vial-mate reconstitution device cored a piece from the top of the vial and that the piece of the vial that was cored fell into the vial. This occurred during reconstitution, at the time of connecting the device to a vial of a non-baxter drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed, and the device operated per specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.